Event description:
"Dr. Clipped the cystic duct and ligated it. He noticed it was leaking bile, so he clipped it again. More leaking, so he applied another clip. This time it held firm. He placed an abdominal drain which is common when there is spillage of the gb contents or bile from the duct intra op." "The patient was having post-op pain and did show a bile leak through the clip by a scan. The pt was going to have an frcp with stent placement. They waited because the pt's pain started getting better and they think the bile leak sealed itself off. Patient was discharged with no further complications." Event sample will not be returning.

Manufacturer narrative:
Hospital did not have product to return. In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of lot# 1060442 and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result, we are concluding our investigation and closing this incident file.